Manufacturer narrative:
H3: product analysis #290524210:¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel ¿ drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F ¿ as found condition: the pipeline flex shield and phenom 27 were returned within the outer cartons; inside of a sealed bio-hazard bag and a shipping box. ¿ damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal, middle, and proximal of the braid were found fully opened and no damage. No bends were found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The catheter tip, marker, and body were examined; no damages were found. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. ¿ conclusion: based on the returned devices, the customer complaint was not confirmed. The cause could not be determined as no issues were found with the returned devices. In addition, no damages were found with the pipeline flex shield pushwire, braid, and catheter. Ls 2023-07-11 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline that had a twist during deployment, then had resistance during resheath in the phenom 27 microcatheter and was damaged. The patient was undergoing a procedure for flow diversion treatment of an unruptured left internal carotid artery (ica) cavernous segment saccular aneurysm. The aneurysm max diameter was 14mm and the neck diameter was 8mm. The distal landing zone was 3.2mm and the proximal landing zone was 4.0mm. Vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared and used per the instructions for use (IFU). The catheter was flushed per IFU. The pipeline was observed to be twisted during deployment. The pipeline was resheathed and system/pushwire push techniques were used to try and remove with twist without success. It was noted that the twist was observed about 7mm from the pipeline distal tip. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 3 or more times. The proximal end of the pipeline was positioned in a vessel bend. Possibility of deploying the stent and using a balloon was discussed but the doctor instead decided to resheath and remove the pipeline. It was noted that there was resistance with the phenom catheter during resheathing, so the system was removed. After removing the complaint pipeline, it was checked outside the patient's body. It was noted that the pipeline was still twisted in the same way and there was an object inside of the pipeline that seemed to be peeled off the strut. Both devices, the pipeline and the phenom catheter, were replaced to successfully complete the procedure. There was no damage to the patient's health. Post-operative imaging showed contrast stasis in the aneurysm. However, the left ica was noted to have slow flow. Percutaneous transluminal angioplasty (pta) was performed and flow was observed to return nearly to original state.

Event description:
Additional information received reported that there was resistance when expanding the pipeline from the tip. No damage to the pipeline pushwire or catheter was observed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.